Manufacturer narrative:
The tip up fenestrated grasper instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip at the midpoint of grip. The broken piece measured approximately 0.224" x 0.188" and was not returned with the instrument. The root cause of broken instrument grips-tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the device logs for the tip-up fenestrated grasper instrument (part# 470347-12 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the tip-up fenestrated grasper was last used on a pulmonary lobectomy surgical procedure on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the tip up fenestrated grasper instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip of the tip up fenestrated grasper instrument broke off and had to be retrieved from the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
This complaint remains a reportable event due to the following conclusion: failure analysis confirmed a fragment broke off the midpoint of the tip-up fenestrated grasper's grip. The failure is attributed to mishandling/misuse due to applying excess force to the jaws.

Event description:
Refer to h10/h11 for follow-up information.